Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding multiple patients. It was reported that the consumer had five friends with electronic stimulator devices of all kinds that failed. The consumer stated that the devices failed within a two to four and a half year period. No patient symptoms were reported and there were no complications. Indications for use are unknown.